Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The o2 gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned. The evaluation of the received device logs confirms the reported alarms for high and low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the actual ventilation period. Since the ventilator passed functional tests and no parts were returned for investigation, the root cause of the generated alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high and low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).